Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 65 mm thoracic aortic aneurysm. It was reported that a follow-up CT showed there was a type ia endoleak. The physician stated it looked like there was disease progression proximal to the stent graft. The proximal landing zone was 32 mm in diameter and the area where the stent graft is now is 40 mm in diameter. Intervention was done with a 40/40/107 valiant that was placed proximal to the existing stent graft and post dilated with a reliant balloon. An angio was done post-operatively and the endoleak was found to have resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).